Event description:
A dreamstation auto CPAP device was returned to a third-party service center for service as part of the sound abatement foam recall process. During evaluation of the device, a service technician observed visible foam particles within the blower assembly and identified blower foam degradation. In addition, fluids contamination was observed; however, this finding was determined to be unrelated to the reportable malfunction. The device was evaluated by the service center and subsequently scrapped following completion of the investigation. Based on the investigation findings of visible foam particles and foam degradation within the device, this event is reportable under FDA 21 cfr part 803 as a product malfunction. No information was received indicating that the device malfunction resulted in patient injury or adverse health consequences.